Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that during the index procedure the device etlw1620c93ej could not be delivered as the access route was severely torturous and the diameter small, and the sheath was kinked and frayed. It was decided that it was dangerous to advance the device any further and the procedure was completed with an etlw1620c124 device instead. The etlw1620c124 device was successfully delivered and deployed. As per the physician, the cause of the event was due to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.